Event description:
As reported by a field clinical specialist (fcs), it was a case of a 23 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. After the valve was successfully deployed, upon removal of the esheath, a portion of the distal sheath at the radiopaque band was noted to be partially detached. When folded flat, the partial flap appeared to represent the complete sheath. Post-procedure imaging of the access site confirmed that no sheath material was present within the patient's vasculature. CT imaging identified a calcified shelf approximately 3 to 4 cm above the iliac bifurcation in the aorta. The physician believed this calcified shelf contributed to the sheath compromise. No allegations of patient injury were reported.

Manufacturer narrative:
The investigation is ongoing.